Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to other or non product experience. This rv lead was not replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to other or non product experience. This rv lead was not replaced. No additional adverse patient effects were reported. The product was returned for analysis. The lead analysis determined that the device met specification and did not confirm the reported clinical observations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.